Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph which depicted a portion of purple-luered powerpicc catheter extension tubing. The depicted portion included the luer adapter, clamp and a portion of the extension tubing. A needleless injection cap was attached to the luer adapter. Usage residues were evident. A circle had been drawn around the device at the extension tubing/luer adapter joint. No leakage or damage that would result in leakage was discernible in the submitted photograph. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to ms&s that line was accidentally and firmly jerked prior to discovering the leak when infusing. Ms&s informed caller that there was no way to repair the PICC and that it needs to be removed as soon as possible as a break in the line could lead to infection. (B)(6) 2019: patient self infuses normal saline at home for the past 10 months. Patient states statlock is not damaged, she cannot see any damage to the catheter and it is "leaking near the connector." Patient changes own needleless connectors regularly but has not tried tis yet. Patient called back to report that she tried to change the needleless connector and it did not resolve the leak.